Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device piston rod did not function correctly during a cartridge change. She noticed that her blood glucose was increasing and reported the infusion device was not delivering insulin correctly. She inspected the infusion device and noticed the plunger holder of the piston rod was loose. She attempted to retract the piston rod, and the infusion device displayed an e10 cartridge error. Patient's blood glucose elevated to above 34 mmol/l (612 mg/dl), and she was admitted to the hospital for 24 hours after she was unable to decrease her blood glucose by delivering a bolus. The infusion device was requested for evaluation. No additional information was provided.